Event description:
The customer reported the system would shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries. The system operates as intended.